Event description:
In 2000 (exact date unknown), patient underwent enucleation procedure followed by implantation of porous polypropylene orbital prosthesis implant along with ocu-guard orbital implant wrap. At five months post-op patient presented with 16 mm conjunctival melt over ocu-guard wrap; patient treated with antibiotic ointment. Patient post-op status: patient retained orbital impant.